Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and due to a correction needed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device part where foot pedal tubing connects to the ofp-2, the screw that holds the inner threaded piece was detached from that threaded piece. It occurred during the middle of a diagnostic robotic interior sigmoid resection with colon rectal anathemosis colonoscope. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported, the subject device part where foot pedal tubing connects to the ofp-2, the screw that holds the inner threaded piece was detached from that threaded piece. It occurred during a diagnostic robotic interior sigmoid resection with colon rectal anathemosis colonoscope. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.